Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as high with ketone levels of 90-100 mg/dl resulting in diabetic ketoacidosis; suspected cause was due to occlusions as a result of using the cartridge outside of labeling. Reportedly, the cartridge had been used for 5 days resulting in the occlusion. Customer administered 80 units of insulin as an attempt to address bg level, however, bg level was not reduced. Customer was hospitalized and admitted into the intensive care unit (ICU). An ICU nurse disconnected customer from pump and treated customer with intravenous fluids; specific fluids were unknown. Customer was released from the hospital on (B)(6) 2022, with issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.